Event description:
It was reported to philips that the system gave a remote alert indicating the generator was intermittently failing with an overcurrent detected, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.